Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed; however, stain marks were seen on the connector. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff deflated rapidly whereas the blue cuff maintained pressure. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from the clear cuff. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. A 100% leak test is performed at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The issue occurred during use; therefore, it is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
Customer complaint alleges "there was found cuff leakage prior to patient". Alleged malfunction reported as detected during functional testing/inspection prior to use on a patient. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "there was found cuff leakage prior to patient". Alleged malfunction reported as detected during functional testing/inspection prior to use on a patient. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "there was found cuff leakage prior to patient". Alleged malfunction reported as detected during functional testing/inspection prior to use on a patient. There was no report of patient impact or consequence.